Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation review could be performed. Reason for device explant and/or reoperation: the patient has not undergone explantation or reoperation at this time. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported via medwatch number: mw5091285 that a female patient who underwent an unspecified breast surgery with unknown mentor get breast implants has experienced postoperative unexplained systemic symptoms, including gastric pain, swelling of the intestine, food intolerance, extreme fatigue, muscle pain, autoimmune disorders, joint pain and swelling, inflammation, migraines, palpitations, shortness of breath, chest tightening and pain, and extreme weight gain. Patient reported that her health started declining the same year she got breast implants. No device issue such as rupture was reported. The root cause of the patient¿s symptoms is unclear. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. This medwatch report is for implant 1 of 2.